Event description:
It was reported to boston scientific corporation that captivator small oval snare was used during a procedure with polyp removal on (B)(6) 2013. According to the complainant, the device was opened to perform a polypectomy; however when the snare was attempted to be connected with the generator it was noticed that the connection was loose. It was confirmed that the cautery pin was not attached securely, but it is unknown if it was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found the prongs of the cautery pin to be pressed closely together and the catheter was noted to be kinked. A dimensional inspection was performed on the cautery pin and one of the measurements was out of manufacturing specifications. It was unknown if the cautery pin was detached, therefore this was initially considered an MDR-reportable event. However; the investigation revealed that the cautery pin was securely attached. This is no longer an MDR-reportable event. It was found that the diameter of the cautery pin is smaller than the specification, which may have caused the issue described by the customer. Therefore, based on analysis results the most probable root cause for this event is supplier manufacture. There is an investigation in place to address this issue. The kink found on the device was likely caused by manipulation of the device outside the patient. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that captivator small oval snare was used during a procedure with polyp removal on (B)(6) 2013. According to the complainant, the device was opened to perform a polypectomy; however when the snare was attempted to be connected with the generator it was noticed that the connection was loose. It was confirmed that the cautery pin was not attached securely, but it is unknown if it was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of cautery pin loosely connected. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.